Manufacturer narrative:
(B)(4). Batch # p57t4w. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during the radical resection of lung cancer, after fired, found some of staples malformed with irregular shape, and bronchus was leakage. Suture was used to sew the wound. The surgery delayed about 10 minutes. The patient is stable and in the hospital now. The patient¿s length of hospital stay is standard for this procedure and is not extended.

Manufacturer narrative:
(B)(4). Batch # p57t4w. Device evaluation: the analysis results showed that the tx30g device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.